Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings (time loss/gain issue). The reporter stated that the time is off greater than five minutes. The reporter stated that the patient had a blood glucose (bg) of 28 mmol/l with rapid deep breathing, shortness of breath/chest pain. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged history setting (time loss/gain issue).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: the black box shows manual time change from (B)(6) 2014 4:04pm to (B)(6) 2014 12:52am. Dates in ¿total daily dose¿ history are incongruent, no data in the black box from the time of the incongruent dates due to continued patient use. The daily insulin delivery totals appear inconsistent due to time/date issue. The pump passed delivery accuracy test and found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.